Event description:
A patient called corporate product surveillance in 2008 to report that in one integrated apo set w/cassette3-prong, a hole was detected in the patient line during the first drain stage of patient use that day. No injury was reported and the sample was requested for evaluation.

Manufacturer narrative:
.